Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, periodontal disease, peri-implantitis, bleeding, mobility.